Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e006 error could not be identified. However, it's likely the cause is related to the following: an increase in tissue on the electrode. Increased transfer resistance by incorrectly plugged contacts on the working element or the connection cable. Increased transfer resistance due to defective contacts on the working element or the connection cable the instrument is in a gas bubble at activation. Improper handling of the affected device by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The referenced generator was returned to olympus for evaluation. During testing, the customer¿s reported problem could not be reproduced, no errors or issues were identified. The device¿s recorded fault log noted multiple (17) e006 errors. The inspection noted minor cosmetic damage to the external top cover and front panel. The device was last serviced via repair on (B)(6) 2022 for cracked output sockets of the front panel and old system software version. The customer¿s reported ¿monopolar not working¿ could not be confirmed. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The nurse at the user facility reported to olympus that ¿error e006 keeps occurring, only with olympus disposable cord¿ when using the high frequency electrosurgical generator which was found during multiple transurethral resection of the bladder tumor procedures. The intended procedure was completed using the same generator and by changing the cable. Each event was extended approximately 5-10 minutes. No death or injury and no impact to patient or other has been reported to olympus. The customer did not know the exact number of failures that occurred, and the model and lot number of the reported disposable cable is unknown. However, the olympus sales representative will be returning one of the electrodes that was not working properly. The nurse reported no device components broke off the electrode. There are four separate events related to this generator. This report is for event 3 of 4. The first device is being reported on medwatch patient identifier (B)(6). The second device is being reported on medwatch patient identifier (B)(6). The fourth device is being reported on medwatch patient identifier (B)(6).